Event description:
It was reported that the programmer had outside interference and energy leakage. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. ECG (electrocardiogram) connector has a cracked solder joint on the ground pin, found on a printed circuit board. Overlay has small chips but functions as expected. No stylus with device.